Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Product likely failed due to misuse as the incorrect driver was used.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: it states, ¿orthopaedic instruments do not have an indefinite functional life. It is essential that the surgeon and operating theatre staff are fully conversant with the appropriate surgical technique for the instruments and associated implant, if any."

Event description:
It was reported that patient underwent an radial fixation procedure on an unknown date. Subsequently, patient underwent a removal procedure on (B)(6) 2015. During the procedure, the surgeon used the incorrect driver, which caused the tip of the driver bit to fracture and become stuck in the screw head. Another driver bit was used, but the bit became worn and rounded. Subsequently, the plate was cut and the screws were rotated manually to complete the procedure.